Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a litearature named "the treatment of charcot neuroarthropathy deformities with flipper foot and ankle arthrodesis technique" that contains collected data on the usage and the outcomes of augment. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: amputation in 1 case.